Event description:
A dialysis pt was scheduled to dialyze for 2 hrs. Approximately 15 minutes into the treatment, the pt c/o chest pain and became hypotensive. She was given 500 ml of saline and oxygen was administered. Treatment was resumed after she was stabilized but she had another episode of hypotension and diminished responsiveness. Bp was 64/54. She was given another 800ml of saline and dialysis was discontinued. She was still hypotensive post treatment so she was given additional saline. The pt was discharged home when stable. There was no serious pt injury. Based on the reported pre and post wts., what the machine indicated was removed and total saline given (2 liters), there was reportedly an excessive fluid removal of 3.2 kg.